Manufacturer narrative:
This report is submitted on february 23, 2023.

Event description:
Per the clinic, the patient experienced fluid collection at the implanted site and subsequently, was treated by draining the fluid (specific date not reported). The patient was also hospitalized (specific date not reported) for viral infection and was given IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.